Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on anterior side assessed as surgical damage. As per the investigation procedure, particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Initially patient reported left side "is not right". Recently, healthcare professional reported a left side exchange with no complaint against the device. Device was explanted and replaced. Later, healthcare professional reported left side deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient initially reported left side "is not right". Recently, healthcare professional reported a left side exchange with no complaint against the device. Later, healthcare professional reported left side deflation. Device remains implanted and will be returned.